Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of blood infection, sick, and peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient went in for a surgery. On an unreported date, the patient experienced blood infection which led to peritonitis. On an unreported date, the patient experienced sick. On (B)(6) 2012, the patient was in the emergency room for being sick. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. Treatment for the events was not reported. On (B)(6) 2012, the patient was discharged. Recovering from peritonitis. Peritonitis was unrelated to the baxter products.

Manufacturer narrative:
(B)(4). Additional information the nurse on (B)(6) 2012 the nurse stated the following: on (B)(6) 2012, the patient had a minor surgical procedure done in interventional radiology for the indication of a clogged fistula (onset date unknown). Clarified that the patient developed a post-surgical infection at the site of the fistula, and the infection spread to the patient's blood stream (same as "blood infection"), and the patient also developed peritonitis as a result of the post-surgical infection. Confirmed that the patient was hospitalized from (B)(6) 2012 for the post-surgical infection at the site of the fistula, infection in the blood stream, and peritonitis. The causative organism for the peritonitis and the blood stream infection was unknown. The patient was recovering from the events. Peritoneal dialysis therapy was ongoing. The events were not related to dianeal or extraneal solution, or to baxter devices or disposable products. No further information was available, and the nurse did not expect to receive hospital records. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. A review of all batch record documents was performed for h12b02057, h11k28030, h12c12039, h12c27078, h12d23075, h12e03041 and h12f01027 with no issues noted during the manufacturing process.